Event description:
Patient presented to the physician with migration and flipping of the ipg within the pocket, resulting in pain. Physician brought the patient into the operating room, re-sutured the ipg, and closed the incision.